Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 05/04/2021.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 04/05/2021.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed only the overpouch of the sample; therefore the reported condition could not be confirmed or refuted. Due to the nature of the sample, no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during use of a plexitron extension set. Saline was being infused at the time of the event. The set along with a non-baxter infusion set (that was flushed) was connected to the venous access site through the intravenous catheter. When the infusion of saline solution started, "fluid leakage was observed outside the pathway". It was further reported that the infusion stopped, access was checked, connection adjusted, and infusion restarted; however, the same issue was observed. A new extension set was connected and treatment continued with no further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.